Manufacturer narrative:
The 3pk n5 hook for hook handle (cev2295a) was not returned for evaluation; therefore, an investigation for cause was unable to be performed. No lot number information was provided; thus, a device history record (DHR) could not be reviewed. The root cause is undetermined as the hook was thrown in the trash by the customer. Additionally, the customer reported that the root cause was probably due to the hook being worn out before its use.

Event description:
N/a.

Event description:
A facility reported that the hook/3pk n5 hook for hook handle (cev2295a) melted on the patient's tissue during a procedure. Coagulation intensity was the same as usual. Reportedly, there was no patient consequence but the surgeon had to clean and rinse and a non-significant delay in surgery occurred. It was reported that the head nurse of the operating room believes that the hook might have been used too many times and that the coating was not probably in good condition anymore. The device has been discarded and the lot number was not provided by the clinic.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.